Event description:
It was reported that t:slim x2 pump battery would not charge even though caller used tandem charging cable and wall adapter and no power source alerts appeared in pump history. There was no reported impact to the customer¿s blood glucose level. Customer support instructed caller to plug wall adapter into outlet known to work and leave pump charging for at least 30 minutes. It was determined using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.